Event description:
A malfunction was reported when the customer did not have an available charging pad while at work. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event. Upon follow up patient experienced a malf 0 error code 0x24d3. Patients bg level did not exceed 500. Malf code is not resettable. Cts will replace pump. Customer will continue to use current pump to ensure insulin delivery is not interrupted.